Event description:
It was reported that the customer was experiencing high blood glucose and the paramedics were called. The blood glucose reading was 204mg/dl. It was stated that the customer was experiencing high glucose since the day before the event. Troubleshooting was performed. It was stated that the customer is using a new medication, which may have affected her glucose level. The programming, time, and date were correct. Ran a fixed prime test and passed. Advised that the customer should call back to complete the testing after receiving the tubing clamp. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.